Event description:
It was reported that the surgery time was extended forty-five minutes due to product malfunction.

Event description:
It was reported that the surgery time was extended forty-five minutes due to inserts not locking.